Event description:
It was reported that the c-arm on the 9600+ system is locked/frozen. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired the l-arm drive shaft pin. The system was tested and found to be working as intended and placed back into service.